Event description:
It was reported that an obvious decline in hearing performance was noticed by the pt on (B)(6) 2013. A history of a head trauma was denied by the pt and problems of external devices were excluded. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.